Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead 2006-(B)(6); 1056t lead 2006-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead high voltage impedance measurements varied greatly when serial measurements were taken. The measurements ranged from 50-150 ohms. There were also recent impedance measurements of greater than 200 ohms automatically taken by the device. The rv lead was removed from the device and tested through the analyzer. The header of the device was inspected by the physician. The lead was then screwed back into the device and measurements were tested through the device with pocket manipulation. Through these various tests, there were no abnormalities found through the electrically or visually. Therefore, no further action was taken. The rv lead remains in use. No patient complications have been reported as a result of this event.